Event description:
It was reported that a malfunction occurred, indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisting the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which the customer understood.